Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an electrical failure code #50. There was no patient patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the unit. The fse checked the unit and found problem with the motor compressor assembly, and stated that it needs replacement. The customer informed the fse that they were not interested in purchasing the part, and the customer also informed that they will condemn the machine. The unit is no longer in use.

Event description:
N/a